Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the defibrillation lead at implant did exhibit out-of-range shock impedance measurement during testing. The local area sales representative confirmed that the lead was fully inserted at the time. There was no report of an adverse patient effect associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. No further issue has been reported. If new information becomes available, this report will be further evaluated and updated.